Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that recently implanted patient was experiencing medical issues. The patient's chest was opened on (B)(6) 2022 due to bleeding, and a patent foramen ovale (pfo) was discovered and repaired; the pump speed was lowered from 5500 rpm to 5400 rpm. The patient was also placed on continuous renal replacement therapy (crrt). Since their initial implant, the patient was intubated and on vasopressors. The function of the right ventricle was reportedly questionable, and the pump speed was increased to assess the function of the right ventricle. On (B)(6) 2022, the patient was taken to the or (operating room) for a right ventricular assist device (rvad) placement. There were no reported issues with the patient's left ventricular assist device (lvad). On (B)(6) 2022, it was reported that the rvad clotted off; the patient went back to or for another rvad placement. The patient later reportedly passed away on (B)(6) 2022 due to multisystem organ failure. Related lvad MFR #: 2916596-2022-11697.

Manufacturer narrative:
Section d4: device serial number was requested but not provided. Manufacturer's investigation conclusion: the report of a clot in the patient¿s right ventricular assist device (rvad) could not be confirmed through this evaluation as no photos or images were submitted and the rvad was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The type and serial number of the rvad were not provided. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Using the hm3 lvas as a right ventricular assist device (rvad) is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.